Manufacturer narrative:
Visual and microscopic examination of the implant identified a portion of the inserter interface broken off, with upward directed thread deformation, and rays emanating away from the top thread consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product image review: submitted images appear to display fractured implant. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent midline lumbar fusion at l4-5 due to stenosis. Intra-op, the cage broke during insertion. No fragment of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.